Manufacturer narrative:
The event occurred in (B)(6).

Event description:
The customer was concerned about erratic high blood glucose results, and took it upon himself to administer glargine and "regular" insulin as a precaution. An unspecified time later customer tested 71 mg/dl on the active system. He fell ill, collapsed, and had seizures and was hospitalized for 6 hours. The customer was treated with intravenous glucose (70%) in diluted serum. His blood glucose result returned as 37 mg/dl. No timeframes given for the time from the 71 mg/dl to the feeling ill and collapsing or having the seizures. Requested return of suspect device and replacement was sent.